Event description:
It was reported by the aci vascular closure specialist that a patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained via a 6/7f sheath (model unknown). The stick location was described as "good". A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size greater than 6mm. Following the procedure, the physician who is a trained user, selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that device jammed when the physician was attempting to deploy the sealant. The device was removed from the patient. The patient was converted to 15 minutes of manual compression in which time hemostasis was achieved. The patient was ambulated and discharged to home on (B)(6) 2012 with no reported clinical sequela. It was reported that there was no kink in the sheath.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1202002) indicated that the device lot met all established performance criteria prior to shipment.